Manufacturer narrative:
The device was returned due to being in backup mode. Device image indicated that a reset error had occurred and caused the device to revert to backup mode. Product code was downloaded, and analysis was performed. Backup operation was reproduced at cold temperature and this is consistent with xena ic anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate longevity remaining.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was found to be in backup vvi mode when pulled out of a bag prior to implant. The device was not used. No patient was involved.